Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was 149 mg/dl. Despite charging the pump for an hour, the pump was unable to be turned on. Reportedly, the customer has manual injections available as alternate insulin therapy.